Manufacturer narrative:
Received one (1) new list #146870489 primary plum set and two (2) used list #146870489 primary plum set attached to a b-d syringe. No damage or anomalies were noted on any of the sets. Each set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms, or air-in-line alarms generated, and no restrictions in flow were observed on any of the returned sets. The same test was repeated with the returned pump, serial # (B)(6). There were no difficulties in priming, no cassette errors, occlusion alarms, or air-in-line alarms generated, and no restrictions in flow were observed on any of the returned sets. The reported complaint of a proximal occlusion on line a alarm could not be replicated or confirmed. Date returned to mfg: 2/29/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a no flow of fluids. It is unknown if there was patient involvement. The report states that they experienced proximal occlusion on line a error with the tubing. No patient harm was reported. This is one of two events.